Event description:
A customer contacted beckman coulter regarding erroneously elevated digoxin results from a single pt that were generated by the access 2 instrument. There were 2 different pt samples (a-b) that produced the erroneously elevated digoxin results. The digoxin result from sample a was 2.52 ng/ml. The digoxin results from sample b were 2.28 ng/ml and 2.20 ng/ml. The customer did not indicate if the elevated accu tnl results were reported out of lab. The customer indicated that per their lab protocol digoxin results were reported out of lab. The customer indicated that per their lab protocol digoxin results of 2.0ng/ml must be diluted to confirms results. The diluted (1:2) uncorrected result for sample a were 1.71ng/ml,1.42ng/ml, 1.33ng/mland 0.31ng/ml. The diluted (1.2) uncorrect results for sample b were 1.95ng/ml, 1.36ng/ml (1.3), and 1.85ng/ml, a 3.9ng/ml digoxin results for sample b. The customer did not indicate if diluted sample a digoxin result was reported out. The customer indicated that due to the elevated digoxin results, a pt sample was sent to reference lab for addition digoxin testing. The reference lab digoxin result was 0.7ng/ml. The customer did not know if sample a or b was used for reference lab testing. The customer did not provide any additional event information. There has been no change to pt treatment or any injury that can be attributed to this event.